Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned with dried blood and body fluid in the lead lumen. Visual inspection also noted that the conductor coils were deformed at 500 mm, which was most likely due to the use of a grabbing tool. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. No further testing was performed analysis could not confirm the clinical allegations observed in the field.

Event description:
Boston scientific received information that two days post implant the left ventricular (lv) lead dislodged and had pulled back into the right ventricular outflow tract. The lv lead was explanted and a new lead was successfully implanted. No adverse patient effects were reported. The investigation is complete at this time.